Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The trunk cable was pulled from the strain relief, damaging the j702 connector on the distribution node (dn) pca. Additionally the cable connecting the dn to the rear therapy electrodes was pulled form the strain relief. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation of a belt following a non-reportable patient death, a reportable malfunction was found.